Event description:
It was reported that the video processor had power button is stuck in and unit cannot be turned off. There were no reports of patient harm.

Manufacturer narrative:
E1 - full adress 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4, d8, d9, d10, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reasonably known information suggests probable causes of the alleged failure of power button is stuck in and unit cannot be turned off is due to a mechanical problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.